Manufacturer narrative:
The customer checked air pressure and waste canisters to ensure the leak was not generated from waste canister. The fluid was clear in color. A bci field service engineer (fse) found: the gravity waste canister full and not draining. The wash concentrate line clogged. Fse removed the canister; cleaned and removed the obstruction from the valve. Fse flushed the no foam straw and issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) to report no foam leak. No injury or personnel exposure was reported. The leaking hardware may cause incorrect results or operator exposure to chemicals or biohazards upon reoccurrence.